Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during drain 4, patient connected. Caregiver (cg) states all the bags are connected and home patient (hp) is connected . The technical service representative (tsr) had cg cycle power and hc alarmed se 2367. Tsr explained the alarm. Hp to finish with manual exchange. Proper procedures per the user manual were reviewed with the caller. No injury or medical intervention was reported. Product surveillance spoke with the patient's husband on (B)(6) 2010 regarding the reported problem. The husband stated that they got the alarm in the fourth dwell cycle and were instructed to end therapy by our representative. The husband said the representative also went back through the correct way to setup and connect for therapy. The patient (wife) finished her last exchange manually. The husband said that they couldn't find any leaks, separations, or anything to cause the alarm. The wife was in the background and then stated that she does see bubbles in the drain line quite often but not in the fill line. The husband said his wife usually calls him when she needs help with an alarm or doesn't understand something with the machine. The husband said that he notified the nurse about the event and otherwise the patient has been performing therapy fine without further complications. All of the supplies used at the time were discarded and the husband said that he didn't write down any lot numbers.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).